Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement with proglide devices via a 14fr sheath was attempted in both the left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles with one proglide device in the lcfa and three in the rcfa. Two additional proglide devices were used for successful suture placement using the preclose technique in the lcfa and rcfa. The aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices in the lcfa and rcfa. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.